Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, resulting in difficulties charging the pump. There was no reported impact to the customers blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.